Event description:
Uncomfortable [discomfort]. Head is easily detached - oral-b [device breakage]. Head seems to be unbalance - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head was easily detached during use and it seemed to be unbalance. It was uncomfortable to use. No serious injury was reported. 09-jul-2024 follow up via digital safety assessment survey: the consumer was 69-years-old. No serious injury was reported. 18-jul-2024 case update: the suspect product lot was c836. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Uncomfortable [discomfort]. Head is easily detached - oral-b [device breakage]. Head seems to be unbalance - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head was easily detached during use and it seemed to be unbalance. It was uncomfortable to use. No serious injury was reported. 09-jul-2024 follow up via digital safety assessment survey: the consumer was 69-years-old. No serious injury was reported. 18-jul-2024 case update: the suspect product lot was c836. No serious injury was reported. 29-aug-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
29-aug-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.